Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, so the root cause of the complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
On (B)(6) 2026, a patient presenting with symptoms of cerebral infarction underwent standard procedures for intravenous access. After successfully inserting an IV catheter, a leak was detected in the catheter line; the catheter was immediately replaced, and normal infusion resumed following the procedure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.